Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did beep constantly. The customer's blood glucose value was unknown. The customer was reported that battery life only lasting a week from the beginning. The insulin pump will not be returned for analysis.